Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and death.

Event description:
Doctor's office contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. Dexcom was able to follow-up with patient's healthcare provider. Doctor confirmed that the patient died of severe hypoglycemia, however, a certificate of death was not provided. Prior to passing, the patient was hospitalized and death occurred while in the hospital. Additionally, the patient had extensive cerebrovascular complications, due to history of diabetes, which was the most significant contributor to the fatal outcome. There was no alleged device malfunction. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of the event. No additional event or patient information is available. No product or data was returned for evaluation. A certificate of death was not provided. The reported event could not be confirmed. A root cause could not be determined.